Event description:
Reportedly, the patient presented with recurring pain in her leg and it was determined that the patient had a lesion located in her iliac. After use of the nav6 emboshield in the iliac artery, the filter could not be retrieved. The nav6 emboshield was used with a non-abbott wire instead of the wire included with the nav6 emboshield and the non-abbott wire does not have a step on it like the bare metal wire included with the nav 6 emboshield. A promus was implanted over the filter to embed it into the artery wall. There were no adverse patient effects and a clinically significant delay in procedure was not reported. The patient was fine post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): indication for use. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. There was no product malfunction reported. The filter coming off the end of the wire into the anatomy is due to not using the appropriate barewire. It was reported that a non-abbott wire was used. The emboshield nav 6 instructions for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. The reported difficulty appears to be user related and there is no indication of a product quality deficiency.